Event description:
Technical services received a call on 08/14/2012 from sales rep. Per documentation reports patient was admitted today for reasons unknown on telemetry unit documented loss of rv capture length of time unknown. Was shown 2 strips of intermittent loss of capture. Patient was not symptomatic reports rv lead pace threshold increased from . 7v at change out to 1 .5v @ .4 ms today impedance was 700 at implant today was 465 ohms. No noise on rv lead unable to measure r-waves did not try to get noise. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).